Event description:
New information received indicates that the patient presented in clinic for defibrillation threshold (dft) testing. The ventricular fibrillation (vf) was converted successfully with the first shock. There were no patient consequences.

Event description:
Related manufacturing reference number: 2017865-2023-18773. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited high defibrillation impedance. Programming changes were made. It was also noted that the implantable cardioverter defibrillator exhibited a display anomaly. There were no patient consequence and the patient will continue to be monitored.